Manufacturer narrative:
B3: date is approximate. The source information showed the earliest date of (B)(6) 2025 for the date of a multi-detector CT. There is reason to believe the onset date of the patient's presumed symptoms and regurgitation occurred prior to the appointment date to obtain images to view the valve's condition. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately six years, eleven months following a transcatheter aortic bioprosthetic valve (tav) replacement procedure, a multi-detector computed tomography (CT) was performed and revealed moderate central aortic regurgitation (ar). The patient was evaluated for a tav-in-tav procedure or explant of the existing tav and replacement with a surgical valve. The onset date of presumed patient symptoms and the date of valve failure were not provided. The primary mode of the valve failure was structural valve deterioration, predominantly ar with severe hemodynamic valve deterioration specified as a new occurrence or an increase of =2 grades of central prosthetic ar resulting in >= severe ar. The patient was enrolled in a clinical study with existing, baseline valve failure to determine whether a redo-transcatheter aortic valve replacement procedure, valve-in-valve, was appropriate. Six days after the CT was performed, re-intervention was performed via tav (manufacturer unknown)-in-tav.

Manufacturer narrative:
Updated/corrected data: b5, h6 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information indicated that the patient experienced fatigue and shortness of breath prior to the valve-in-valve (viv) revision. The viv utilized a non-medtronic valve implant. The onset dates of the patient symptoms and medtronic valve failure were not known nor available.